Event description:
Information was received that an cadd ms3 pump was found empty of remodulin and the patient was found unconscious. The patient was brought to the emergency room and it's unknown how the patient went with out the drug.